Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 8 of 8. The home patient (hp) has already cycled the power. The hp has four bags connected and solution in the heater bag only. There was no disconnection of the bag or hp. There were no leaks. The hp would complete therapy with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient (hp) stated they did use manual supplies to finish therapy, everything went fine. The hp stated that they did not notice anything different with the supplies that evening. The hp stated therapy is going fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed based on the fact that a sample was not provided. The root cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed.. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.